Event description:
Patient reported experiencing elevated blood glucose levels for one week; exact reading was not provided. Patient stated he increased the basal rate from 12 units to 17 units but his blood glucose level did not go down. Patient reported he switched to his old pump and took the same insulin cartridge; blood glucose level went down to a normal level. Patient stated he got the blood glucose level under control by himself. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).